Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display cable was recommended for replacement to resolve the issue. Block a: no patient information provided after calls to end user 07/31/24 and 08/13/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.